Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed displacement, rewind, prime, occlusion and prime occlusion testing. Some scratches noted on lcd as well as cracked reservoir tube.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 362 mg/dl. The customer stated that the alarm resolved by a reservoir change. The customer stated that she had been experiencing issues since the insulin pump was exposed to an x-ray. Troubleshooting was done. The customer was able to successfully run a manual prime, and insulin did exit the tubing. Advised to remove the infusion set. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Advised infusion sets would be sent. Nothing further reported.